Event description:
It was reported to boston scientific corporation that the patient was "successfully treated" for vaginal vault prolapse with an uphold vaginal support system, placed in a procedure performed on (B) (6)2010. The physician also plicated a rectocele during this procedure. The patient was hospitalized for two days "just for general post-operative recovery." The patient then presented with nausea, vomiting, and an obstruction of the small bowel on (B) (6)2010. The patient has no history of intestinal obstruction. She was hospitalized and put under observation. Her symptoms gradually resolved on their own, and she was sent home in "(B) (6) 2010. The patient again presented with the same symptoms "the weekend of the (B) (6)," 2010, and was rehospitalized. The physician stated on (B) (6)2010, "the second time the patient came back, we tried to place a nasogastric tube to relieve the obstruction, but it curled up. Within the past few days, it was observed that barium was passing all the way through, therefore the bowel obstruction seems to be resolved. She is still under observation." No information regarding the patient's current condition has been forthcoming.

Manufacturer narrative:
"Outcomes attrib. To ae" has been updated with the inclusion of "hospitalization."

Event description:
It was reported to boston scientific corporation that during the week of (B)(6) 2010, the patient presented with constipation. The physician performed a physician exam, and at that time, no bowel obstruction was found. The physician prescribed the patient stool softeners and followed up with the patient a week later, and at that time she was reportedly "doing well." During the week of (B)(6) 2010 (exact date unknown), the patient was readmitted to the emergency room (reason unknown). On (B)(6) 2010, the surgeon on duty performed an MRI scan and discovered that the bowel was obstructed. A laparotomy was performed to remove the midline portion of the uphold mesh assembly, which was observed to be kinking the bowel. No colostomy was necessary and the patient reportedly never became septic or demonstrated symptoms of bowel injury other than constipation. The physician stated he is not sure how the midline portion of the mesh could have obstructed the bowel, because "everything looked fine at the close of the initial procedure." The patient had a total of three events concerning obstruction ((B)(6) 2010). The patient has been discharged from the hospital and is reportedly "doing fine" now. The physician does not plan on any further medical interventions.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.